Event description:
Additional information received. It was reported that just before pandemic happened patient had the ins turned off as they were getting electro shocked and weren't sure if it was from ins or not. Patient reported lower back started bothering them and they haven't used the ins and wants it turned back on. Patient states that the ins was already charged to 100% as they kept the ins charged and it was turned off. Patient services walked patient through on how to turn ins/stimulation back on. Patient was asked if they were feeling stimulation and they indicated ins was not on anymore since they disconnected. Patient reported that "none of this is programmed anymore" in the ins as they were told programs were disconnected when ins was turned off. Redirected patient to hcp to coordinate appointment for ins programming and patient states that they kept feeling buzz the first time ins was put in and wants ins programmed so they won't feel the stimulation. Re-directed patient to hcp for re programming. Patient was asked when lower back started bothering again and they indicated they have just been dealing with the pain and that they have tried over the counter medication which aren't helping. Patient reported the reason they turned ins off was due to going to the hospital every other day with pain and shocks going through their body/back/spine. Unsure if it was the ins or not. Patient reported they haven't had electric shock since ins was turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported she began feeling electrical shocks around (B)(6) 2019, she has been in the hospital six times because of the shocking. The reported symptoms are: screaming/shaking like seizures/compulsions. The patient met with a manufacturer representative (rep) who turned their stimulation off as a troubleshooting step. The healthcare provider (hcp) ordered the patient to turn off their stimulation for three months, however the patient reported that the shocking has continued with the stimulation off and her pain she was implanted for has returned with the stimulation being off, so she wants to turn her stimulation back on. The patient has kept up with charging the ins to be prepared for mris, but thinks that that the rep disabled the machine and doesn't know if she can turn it back on herself. Additional information was reported that from the rep that she assisted the patient regarding putting her ins into MRI mode for a non-device related issues, but the patient did not make her aware of any device related issues the patient was experiencing. No further information was reported.